Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications but not confirmed if the unit was in use. The root cause was determined to be a defective battery. In consequence the correction to replace the battery corrected the issue. There was no patient or user harm.

Event description:
Alarm on the unit: "battery 1/2 replacement needed". According to the attached evidences battery looks like fake. Despite of manufacturing data, soh is 0%. Documents concerning shipment as well as original package is absent. Battery doesn't look like original.